Manufacturer narrative:
(B)(4). Concomitant medical products: 437228053, metasulâ® standard insert size 28mm x 53mm, 1645881, 734028000, neutral neck use with 12/14 taper stems only 28, 1656448, unknown, unknown collarless offset stem, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent right hip arthroplasty. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Event description:
None.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.